Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the left anterior descending coronary artery with one 3.0x12mm xience v stent. The patient was non-compliant taking plavix and stopped the drug after 2 months. On (B)(6) 2012, the patient experienced chest pain due to in-stent restenosis and thrombus. A non-abbott stent was implanted to treat the occlusion on (B)(6) 2012. Chest pain resolved and the patient outcome was reportedly good. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported patient effects of angina, thrombosis, and restenosis as listed in the xience v instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.